Event description:
An overdose was reported with symptoms of swelling and altered mental status: "tired like she wants to sleep all the time." The symptoms occurred following a refill session. It was not known if the procedure issue caused the problem. Pt was at home and status was undetermined. The drug infused via the pump was dilaudid. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).